Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon was able to press the green button but could not squeeze the handle. Hence, it could not be fire. When the surgeon squeezes the handle by force, the handle broke off. Both the handle and reload were changed to complete the case. There was no patient injury.